Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green sureform 45 reload to perform failure analysis. A review of the images provided by the customer was performed. In the first and third images, a green sureform 45 reload is seen, with the knife near the distal end of the knife path and closed staples lying on top of the reload. The tissue can be seen surrounding the knife tip. In the second image, the stomach conduit is pulled out of the abdomen through a wound retractor. It appears that the surgeon attempted to fire a staple line across the tissue, but the staple line did not form properly. The staples did not deploy into tissue. The staples are mis-formed and lay flat on top of the tissue. Only a small portion of tissue has been transected. These observations are consistent with the known "tissue pushout" stapling failure, where tissue slips forward during the fire instead of being clamped in place. There does not appear to be any active bleeding. Tissue pushout failures can occur due to obstructions in the knife path (like a loose staple). However, it could not be confirmed if the loose staples visible in the photo were present before the fire, or if they are a result of the fire. A stapler log review shows the sureform 45 stapler instrument was installed on the system 8 times and successfully fired 7 sureform 45 reloads (1 white, 2 green, 1 white, 2 blue, 1 green, in that order). On installs 1-6, and 8, all clamps were successful, and the firings were each completed. On install 7, a blue sureform 45 reload was installed, however no clamping or firing was performed. There were no stapler related errors in the logs. .

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis, the stomach conduit was inadvertently dragged through the jaws of a sureform 45 stapler instrument while firing with a green sureform 45 reload. The tissue was not properly stapled or cut. Prior to the event, the stapler instrument had functioned as expected. At the time of the firing failure, no error message was observed. The resulting staple line included malformed or unformed staples, with several staples missing entirely, leading to gaps and holes. To address the issue, the procedure was converted to a laparoscopic approach to complete the anastomosis. Additional tissue was removed as a result of the incident. Minor bleeding was reported, although the volume was not specified. The procedure was completed and the patient did not experience any postoperative complications.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the green sureform 45 reload for failure analysis (fa). Upon visual inspection of the green reload, it was confirmed that there were two lodged staple pieces ahead of the blade stopping point, which could obstruct the blade's full firing trajectory. Additionally, cartridge damage was noted at the site of the exposed blade, and the blade itself showed signs of damage. A review of the procedure logs did not confirm a firing failure. It was also observed that the knife within the green reload was exposed in the knife track, towards the distal end. After removing the reload cover, the shuttle was fully deployed, and inspection of the knife revealed damage and exhibited mechanical indentations on the blade. Additional information: isi received the sureform 45 stapler instrument for fa. The drive cable was found to be broken at the proximal end. A broken drive cable can cause the instrument to malfunction and/or fail to fire properly.

Event description:
Refer to h11 for follow-up information.